Event description:
It was reported that during implant it was difficult to insert the lead into the connector of pulse generator. After using silicone oil, eventually the lead was inserted with good electrical measurements. The patients condition was good during and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.